Event description:
Attached 45 vascular load to a handpiece (stapler), fired and removed normally. Attached a second 45 vascular load, fired and cut fine. Surgeon struggled to either open the jaws or return the handpiece to a position where it could be withdrawn through the laparoscopic port. There was an audible loud plastic crack; surgeon stated the stapler might be broken. Removed used load after the second firing; fine. A third new load could also have been attached but ultimately used another stapler for 3rd firing.